Manufacturer narrative:
The customer did not provide a meter serial number, so it was not possible to determine a manufacture date.

Event description:
The customer stated that she tested her blood glucose and received a low reading using her contour meter. She did not provide the actual reading. The customer retested her glucose using another meter and received a reading of 500 mg/dl. If the customer's contour read 100 mg/dl or less, the difference between the readings would fall in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer service attempted to get more info, but the customer ended the call. She did not provide any contact info, so it was not possible to contact her. No products will be returned.